Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laryngectomy procedure, there was an incomplete line and poor staple formation. It was also reported that there was a tissue damage due to the reported event. There was a 30 minutes extended time for the surgical procedure. The fistula was manual oversewed and a reinforcement of stapling the device was done by the surgeon.